Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device won't turn on/off. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device won't turn on/ off. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted no power to keypad - replaced keypad. A review of the device history record showed the device had a manufacture date of the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the device history record for (B)(6) was performed, which showed the device had a manufacture date of 04sep2019 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device won't turn on/ off. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Update b4 to 02/10/2021. Update h10: reportable aware date for initial MDR 542576 to be 02/10/2021.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted no power to keypad - replaced keypad. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 04sep2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key (no power to keypad). A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device won't turn on / off. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device won't turn on/ off. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.